Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the sample appears used as there is biological material present on the device. The stapler was returned with its trigger partially engaged and a stapler partially formed incorrectly. The stapler was returned with 21 staples left in the cartridge indicating that at least 14 staples have been fired by the end user. The partially formed staple was manually removed. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple was able to properly form and release. This was repeated two more times with the same result. To simulate skin insertion, staples were fired into a foam pad. All three staples fired were able to properly attach to the foam. However, on the third attempt, the trigger got stuck. The device was disassembled and it was found that the piece of the trigger by the pawl was broken, causing the trigger to get stuck. The stapler was reassembled and the remaining staples were all able to fire properly. However, the trigger other remarks: would occasionally get stuck due to the piece of the trigger breaking off. It could not be determined what caused the piece of the trigger to break, but the constant pressure on the pawl due to the trigger being returned partially engaged could have contributed to the piece breaking off. No other defects or anomalies were observed. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." The reported complaint of "staplers jamming" was confirmed based upon the sample received. The stapler was able to properly fire the first few staples. However, the piece of the trigger near the pawl broke after a few successful attempts. The remaining staples were able to properly form, but the trigger would occasionally get stuck due to the broken piece which would prevent the staples from releasing until the trigger was returned to its initial position. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No errors could be found in the assembly. Therefore, based on the condition of the sample received, operational context caused or contributed to this event.

Event description:
The staples were jamming during patient use. There was no patient injury.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot # 73l1600584 investigation did not show issues related to the complaint. The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
The staples were jamming during patient use. There was no patient injury.